Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and over/under correction are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure lens was implanted upside down with a refractive over/under-correction. The lens explanted. Cause of the event was unknown. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.